Event description:
This was reported during the implant procedure; the (B) (4) lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
This was reported during the implant procedure; the 6935 lead was not implanted. No patient complications have been reported as a result of this event. A 3500a form further reported that the lead was opened but not used due to a problem with the screw-in mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. (B) (4) full lead returned; blood in/on helix mechanism, helix sleeve head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report. Evaluation summary: (B)(4) no anomalies found (B)(4) full lead returned; blood in/on helix mechanism, helix sleeve head. Correction to device conclusion.